Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged that the battery compartment was found to be cracked with moisture ingress. The battery cap was lose at times and unable to be securely tightened to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. A leak test was performed, and a leak was identified in the battery compartment. The pump cover was opened and moisture and corrosion was observed on the back side of the battery compartment, on the display board and on the interboard flex. The returned battery cap was found to be stripped and damaged. The returned battery cap was unable to properly secure to a test pump. Due to the internal moisture damage, the pump was found to be unresponsive and unable to power up. No files were able to be downloaded due to no power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.